Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an egm was reviewed and revealed low level, high frequency noise that was inhibiting pacing due to the possibility of myopotential oversensing. Programming changes were made. Patient will be monitored with routine follow-up.